Manufacturer narrative:
(B)(6). Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. The entire lap-band system was returned. A visual inspection noted scratches on the port, and needle marks on the port septum. The band shell, ring and buckle were noted to be discolored, and were blue in appearance. Blue suturing material was noted at the belt/collar junction, as well as the port holes. Green particles were noted on the inner surface of the band shell. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when di water was injected into the port septum, or through the port tubing. An air leak test was performed, and leakage was noted on the band, half-way between the shell/belt junction and the belt/collar junction. Under microscopic analysis, this opening was noted to be sharp-edged. Under microscopic analysis, the ends of both the band tubing and port tubing were noted to have striated-edges, consistent with a surgical end cut and device removal activities.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, the device has not been received by apollo. Without the device, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the orbera intragastric balloon had been scheduled for a "port replacement, which was available, after further laparoscopic observation by the surgeon it was determined there was leakage within the laparoscopic band itself. Laparoscopic band and port were removed from patient." "Lap band has leakage at the flank."